Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 20mg/ml; 9.352mg/day and bupivacaine 5mg/ml; 2.3379mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient had a normal pump refill on 6/10/19. The patient experienced overdose symptoms following the refill. A partial pocket fill occurred. The patient was transported to the emergency room and was admitted. The patient was treated for overdose symptoms. The pump was interrogated to check for any issues. The logs and programming were checked. The program settings were accurate, and the logs did not show any active alarms. The pump reservoir was accessed to compare actual and expected medication amounts. The expected reservoir volume was 39.5mls and the actual reservoir volume was 37 mls. The issue was resolved, and patient status was alive-no injury. Patient weight and medical history were unknown. No further complications were reported.